Manufacturer narrative:
According to the distributor, "the customer advised our sales rep that the valve was explanted due to the patient having endocarditis and not because of faulty valve." The manufacturing records for the onxace 27/29 sn (serial number) (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. The on-x valves undergo a validated terminal sterilization step during processing; therefore, the endocarditis is likely not related to the on-x valve. Based on this information, there is no allegation of deficiency or resultant adverse event caused by the device. No further action required.

Event description:
Onxace-27/29 sn (B)(6) was explanted on (B)(6) 2019.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will provided in the follow-up report.

Event description:
Onxace-27/29, (B)(4) was explanted on (B)(6) 2019. Reason for explant is still currently unknown.